Event description:
It was reported that several high, out of range high voltage lead impedances were observed via session record. The device was reprogrammed to upper hv limit. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.